Event description:
Reportedly, one staple misfired and tore the lung on the specimen side and partially tore it on the pt's side. The tissue was intact enough not to justify any further intervention and another device was used to complete the case. No pt injury reported.